Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation/correction. Following submission of initial MDR, the customer information was not correctly reported. Section e updated to reflect correct customer address. Evaluation: two photos were provided to our quality team for investigation. Both photos show white particulates embedded in the barrel. The condition observed is non-conforming per product specification. Potential root cause for the improperly molded barrel is associated with the molding process. This defect is occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 1082602. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: white spots were identified inside a 1ml luer lock syringe while reconstitution was being performed. It looked like it was embedded in the syringe. The syringe has been discarded as it has been used to reconstitute cytotoxic drugs.